Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Several samples unopened and unused were received for evaluation. Samples were visually evaluated and tested; no discrepancies were found. The reported failure was not confirmed. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon insertion, the needle punctured the catheter. The needle continued forward and the catheter split diagonally. The catheter and needle were successfully removed. No patient injury was reported.